Event description:
Patient receiving treatment for stage IV lung cancer with left upper lobe mass for which he underwent a left video assisted thoracic surgery, lysis of adhesions, and excision of apical portion of the left upper lobe. During this procedure, the surgeon was using a ethicon powered stapler. Upon firing, the jaws would not reopen and the surgeon had to manually open. No patient injury occurred as a result of this event nor did it result in prolonged surgery or hospitalization time.